Manufacturer narrative:
The reported event of inability to communication via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their mobile device. Upon review, it was suspected that the ICD was exhibiting a bluetooth connectivity issue. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the bluetooth connectivity issue was due to bluetooth telemetry lockout. The device bluetooth was successfully restored. There were no patient consequences.